Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump had keypad anomaly. The customer¿s blood glucose level was 478 mg/dl. The customer reported that the buttons were no longer accessing anything on the screen and the act, esc were no longer working. The customer stated that they had condensation in the display screen. The customer declined troubleshooting for high blood glucose. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc, button. J2 connector was inspected and locked on lcd board. No button error alarm during testing.